Event description:
The report from the cypher database indicated that: the pt underwent a procedure to the first om. They were admitted with stable angina ccs2 and two-vessel disease. The 2.48mm first om was moderately tortuous with 70% stenosis. The 15mm de novo, type b2 lesion was smooth and concentric with little or no calcification and no thrombus. The site was predilated with a 2.5x20mm balloon at 10atm. A 2.75x18mm cypher stent was implanted at 10atm with satisfying results per qca. Timi flow pre and post procedure was three. Eighteen months later, there was 50% isr found at the om cypher stent, for which the pt was treated medically. They received a beta blocker, statins, aspirin, and an oral antidiabetic.